Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. The device was again attached to an encore inflation unit, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole at 2 mm distal to the distal end of the proximal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noticed along the shaft of the device. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. A 10/4.0 flextome¿ cutting balloon¿ was selected to treat a non calcified target lesion. During procedure, it was noted that the balloon ruptured. No part of the balloon was detached inside the patient. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good.

Event description:
It was reported that balloon ruptured occurred. A 10/4.0 flextome¿ cutting balloon¿ was selected to treat a non calcified target lesion. During procedure, it was noted that the balloon ruptured. No part of the balloon was detached inside the patient. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).